Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels of 0.9 mmol/l (1.6 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. The patient was assisted by paramedics given a tube of fasting glucose and transferred to the emergency room (ER) where was placed on an intravenous (IV) of glucose.